Manufacturer narrative:
The mentor failure analysis lab received the complaint device on june 3, 2020. The investigation of the returned device was completed by the failure analysis lab on june 14, 2020. Device evaluation summary: during the visual evaluation of the device, no apparent damage was observed. Leak testing was performed, according with mentor procedures, and it revealed a tear on the posterior view, measuring approximately 0.2 cm. Microscopic examination was performed, and the cause of the deflation could not be identified. Causes of deflation of saline implants include, but are not limited to, the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal daily routines, including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 1/29/2020. When the devices were explanted, bilateral prosthesis replacement with 295cc mentor memorygel breast implants was performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on may 13, 2020. The deflation was revealed through magnetic resonance imaging on (B)(6) 2019. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: mentor siltex round moderate profile 275cc saline prosthesis, catalog #3542640, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female who underwent breast augmentation revision with a mentor siltex round moderate profile 275cc saline prosthesis experienced left sided spontaneous asymptomatic deflation post procedure. The deflation was diagnosed by a physician. As a result, the device was explanted on (B)(6) 2019.